Event description:
It was reported that the balloon ruptured. A 15mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 12atm within 20 seconds. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. There were no patient complications, and the patient was good post procedure.

Manufacturer narrative:
E1 - initial reporter city: (B)(6).